Manufacturer narrative:
Additional information: d4.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein ablation procedure, a pericardial effusion occurred. The contact force ablation catheter was placed in the left atrium and noise was noted on the intracardiac channel on electrodes 3 and 4. The contact force could not be reset to zero so the catheter was replaced. Clear signals were noted on all ablation channels and the force was reset with correct numbers. Systolic and diastolic pressure were decreasing and a transesophageal echocardiogram revealed a pericardial effusion. The procedure was stopped before any ablation was done. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices. The physician confirmed this event was caused by transseptal puncture.